Event description:
A customer reported that during surgery, a metal shaving came out of the handpiece and got stuck in the lens. The particulate was removed from the eye during the initial procedure without pt harm. Additional info was received indicating the particulate removed from the eye was not metal but rather looked like a piece of the purple phaco sleeve.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).